Event description:
It was reported that the patient developed an infection. The patient was admitted in the hospital.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.